Event description:
It was reported that during implant device interrogation revealed high pacing impedance and poor sensing on the right ventricular (rv) lead. The physician elected to not use the rv lead and replace it with another rv lead. There were no patient consequences.